Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), return date: 2018-04-12 ; mfg date: 2017-12-31 (B)(4). Product event summary: the returned battery passed external visual inspection. Examination of the initial ti screen data capture revealed a dff flag enabled. ¿this flag is a data flash verify fault flag having to do with data flash write/verify operations.¿ after resetting the battery gas gauge, the dff flag was erased. A second ti was obtained with passed results and the maccor testing passed. Customer complaint was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited no power when only one battery was connected. The battery would not provide power when connected to multiple different ports. The battery was exchanged and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the controller ((B)(4)) was not returned for evaluation. The battery ((B)(4)) was returned for evaluation. A review of the controller¿s manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This corruption caused the battery to trigger a safety flag and become inoperable. The battery passed functional testing after the flags were cleared, which was done by sending reset commands to the battery. Log file analysis revealed one (1) controller power-up and associated motor start event recorded on (B)(6) 2018, at 15:43:25 hours, indicating a loss of power to the controller. The data point recorded before the controller power-up event revealed that an ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 92% relative state of charge (rsoc). The data point after the loss of power revealed that an ac adapter was connected to power port 1 and no power source was connected to power port 2. The following data entries revealed that (B)(4) was eventually connected to power port 2. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event event can be attributed to a battery data flash failure that occurred at the time of the power source exchange battery (B)(4) expiration date: 2018-12-31 UDI #: (B)(4) device evaluated by MFR: yes , mfg date: 2017-12-31 ,FDA method code(s): 3372 product event summary:the returned battery passed external visual inspection. Examination of the initial ti screen data capture revealed a dff flag enabled. ¿this flag is a data flash verify fault flag having to do with data flash write/verify operations.¿ after resetting the battery gas gauge, the dff flag was erased. A second ti was obtained with passed results and the maccor testing passed. Customer complaint was confirmed. Analysis of the event log file shows that one (1) controller power-up and associated pump start event was logged on (B)(6) 2018, at 15:43:25 hours, indicating a loss of power to the controller. Data entry before the controller power-up event shows an ac adapter connected to power port 1 and battery (B)(4) connected to power port 2 with 92% relative state of charge (rsoc). The data entry after the controller power-up shows an ac adapter connected to power port 1 and no power source on po wer port 2. Following data entries after the controller power-up event show an ac adapter connected to power port 1 and (B)(4) connected to power port 2 with 99% rsoc medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.